Manufacturer narrative:
Wo: h3, h6: a medtronic representative went to the site to test the equipment. There were no issues reported and the system functioned as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used prior to a procedure. It was reported that while prepping for a catheter placement electromagnetic case and after downloading images from the electronic picture archiving and communication systems (pacs), only 10 slices came over and the system displayed "unable to use with stealth". After clicking the details dropdown, the system displayed "these scans are not to protocol". The site tried multiple times to download and burned a disk with the scans, but the same result occurred on multiple systems. Troubleshooting suspects the scans were not taken to protocol. Upon review, the scans were duplicated in the pacs hospital. The medtronic representative (rep) states each scan had around over 130 slices. When the rep searched for the scans, the number of slices in each data set was doubled. The rep discussed with pacs to have the duplicated scans deleted on their end. After this, the rep deleted the old scans from the system which resolved the issue. There was no patient involvement.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed, the logs contained four sessions, and during the third session, while loading for catheter placement electromagnetic (em), errors were observed on the reported issue date. Suspected this was an exam issue. As per the comments, the archive contained two computed tomography (CT) exams, each comprising 142 slices with a spacing and thickness of 1.25 millimeters (mm). Both exams displayed a warning indicating that lossy compression was used. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0 , ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.